Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s lead was being removed because it was implanted in the coronary sinus. When the implantable pulse generator (ipg) was removed, the surgeon noted that the atrial port had not been plugged and blood ingress was observed inside the port. The surgeon did not want ot re-implant the device due to blood. The device was replaced. No patient complications have been reported as a result of this event.